Event description:
It was learned through 2023-02903-01 and investigation that a 25mm 2700tfx pericardial aortic valve was explanted after an implant duration of seven (7) years, three (3) months due to calcification, pannus and stenosis. The patient was presented with shortness of breath. The explanted aortic valve was replaced with a 23mm 11500a inspiris valve. The patient was noted to be stable in recovery post procedure.

Manufacturer narrative:
H3: product evaluation: customer report of pannus was confirmed. Stenosis was unable to be confirmed through visual observation. X-ray demonstrated band bent outward at leaflet 3; minimal calcification was observed on leaflet 3 and moderate calcification on leaflet 1. Host tissue on the stent circumference was minimal at the outflow aspect. A non-transmural tear, approximately 4mm long, was observed on leaflet 3 along commissure 1, on the outflow aspect. Wire form was exposed on cusp of leaflet 3 on the outflow aspect.the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of hyperlipidemia.pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation." In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.h11: corrective data:sections d9: device availability was inadvertently omitted in the previously submitted medwatch # 27283.d9: returned to manufacturer: 03/14/2023.all pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a 27mm 6900ptfx pericardial mitral valve was explanted after an implant duration of seven (7) years, three (3) months due to mitral stenosis [(B)(4)]. The patient initially presented with shortness of breath. The explanted valve was replaced with a 27mm 11400m mitris valve. It was learned that concomitantly, the patient's 25mm 2700tfx pericardial aortic valve was explanted after an implant duration of seven (7) years, three (3) months due to unknown reasons [(B)(4)]. The explanted aortic valve was replaced with a 23mm 11500a inspiris valve. The patient was noted to be stable in recovery post procedure.